Event description:
Allegedly repiphysis has broken. Revision has not been scheduled.

Manufacturer narrative:
Product not returned. No surgical intervention performed. Trends will be evaluated and this report will be updated if additional information is received. This event occurred in another country.